Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% target lesion was located in the severely calcified and mildly tortuous anterior tibial artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for pre-dilation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.